Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The original device history record (DHR) will not add value to this investigation as the investigation results do not implicate a manufacturing or service process. The last service record was reviewed and determined to be unrelated; reason for last return was for bad display. The device was received for evaluation; in good condition. Functional testing: installed temp check and powered the device on. The pump did not run and the no disposable alarm came on. Alarm test checks revealed a problem with the interlock switch. Actuator on micro switch assembly was bent/damaged. A new test micro switch was inserted and device powered on. Device temperature was recorded at 41.9 degrees after 1 hour. The reported problem was confirmed. The root cause of the issue was deemed to be user interface.

Event description:
It was reported that the unit was not pumping. No patient injury was reported.